Event description:
The customer reported that the 840 ventilator screen was locked up. There was no pt involvement. Covidien troubleshot this issue with the customer over the phone. The customer reported to have repaired the ventilator.